Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 63 mm in diameter abdominal aortic aneurysm. The patient was lost to follow up. Two endurant cuffs were implanted during intervention. It was reported that the patient returned for follow up and it was discovered that the aneurx stent graft had migrated and had a proximal type I endoleak. The physician elected to implant a 32x32x70 endurant aortic cuff, however while attempting to recapture the tip of the delivery system after deployment of the aortic cuff the physician unintentionally pushed the graft cover up and caused the distal end of the cuff to prolapse proximally. The physician then implanted an additional 32x32x49 endurant aortic cuff but was unable to obtain sufficient overlap for a seal. The physician attributed the lack of overlap to the removal issues due to the patient's anatomy and the severely angled neck (anterior and posterior) where the tapered tip was dragging against the first cuff. In addition the proximal portion of the aneurx bifurcated stent graft was under 3cm in length and was bent due to the angle of the neck making the seating for the second cuff very difficult. The physician then elected to convert the patient to open repair. Per the physician the cause of the migration resulting in the proximal type I endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.